Event description:
Boston scientific received information stating the lead exhibited loss of capture, increased thresholds and pocket stimulation. The lead is scheduled to be replaced. Dr (B)(6), hopital (B)(6), canada lead implanted-(B)(6) 1985. Event date: (B)(6) 2011. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).